Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter with the verbatim: description: set infusion check valve issue: tubing was found to be leaking excessively around the male luer while roller clamp was closed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter with the verbatim: description: set infusion check valve issue: tubing was found to be leaking excessively around the male luer while roller clamp was closed.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 23039304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28mar2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.